Event description:
It was reported that there was an apparent lead fracture and sensing difficulty. The pace/sense portion of the model 6949 lead was capped, and a model 5076 lead was implanted for pacing and sensing. Two weeks later, the 5076 lead had increased thresholds and the impedance changed. The 5076 was explanted and a new pace/sense lead was placed. No patient complications were reported as a result of this event.